Event description:
Patient had aortic valve replacement in 2005. Patient became symptomatic for aortic valve regurgitation in march 06. Patient underwent surgery to replace failed aortic valve in 06. Failed aortic valve sent to biomed for sequestering.